Manufacturer narrative:
The pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms or display ramping on its own anomaly was noted. The pump also had a cracked case at the display window corners, a cracked display window, minor scratches on the lcd window, and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer also reported that the device's down arrow was stuck. Blood glucose level at the time of the incident was 165 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.